Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported the fractional of inspired oxygen (fio2) was out of specification on the avea ventilator. The reported issue only occurs when the compressor was running, but performs within specification when it was connected to the wall air. The customer reported no patient involvement or harm.